Event description:
It was reported that when the quantum 2 controller was powered on a long beep alarmed continuously while an error 8 was displayed; therefore the device is not working. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.